Manufacturer narrative:
Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08700 inches. The insulin flow blocked alarm functions properly during the basic occlusion test, occlusion test and force sensor test. No absence of occlusion alarm noted during testing. The power management tool confirmed the unloaded voltage and loaded voltage was within specific range. No unexpected battery power loss anomaly noted during testing or in the formatted history file. Device uploaded properly using carelink. Device had scratched display window cover, scratched case and a pillowing keypad overlay. The test p-cap and reservoir does lock in place in the reservoir compartment. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that the customer experienced hyperglycemia. The customer stated that last 2 weeks had be having quite high blood glucose values, up to 33 mmol/l. Customer noticed that blood glucose values will be normal in the morning but during the day starts climbing and did not stop. The customer was assisted with troubleshooting. The customer when tried to manage the value using bolus, this seems to barely affect the blood glucose, they had used pens to get blood glucose back under control so far. The displacement verification test was passed. It was unknown if the insulin pump was on auto mode at the time of the incident. The insulin pump will not be returned for analysis.